Event description:
It was reported that the reservoirs are hard to fill the customer had had some trouble filling them without getting a lot of air bubbles. Customer was educated on the recommended filling process. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.